Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer was failed. A field service engineer (fse) had tested all the drawer's, failed drawer was located in the main cabinet, and all tests had passed without any issues. The system functioned as intended after the field service engineer investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open and user shoved paper towels into when a pocket would not stay shut. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open and user shoved paper towels into when a pocket would not stay shut. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.